Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was residue in the mask, jet, jar, and cap, indicating the sample was used. It was also found that the tubing was kinked. Functional testing was performed and the sample was connected to a flowmeter and the airflow was increased to 8 lpm. A mist was produced from the chamber of the nebulizer. Based on the investigation performed, the reported complaint could not be confirmed. A DHR review did not reveal any manufacturing related issues, and the functional testing performed indicated that the device functioned as intended. There were no issues found with the returned sample.

Event description:
Customer complaint alleges that the doctor at (B)(6) hospital found while in use the small volume nebulizer had "leakage, no mist coming out." No harm or injury was reported. Patient condition reported as "fine."

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device has not been returned at the time of this report. There was no photo provided for review. A device history record review shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation, and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved on this complaint. If the device becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges that the doctor at (B)(6) hospital found while in use the small volume nebulizer had "leakage, no mist coming out." No harm or injury was reported. Patient condition reported as "fine."